Manufacturer narrative:
The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Investigation complete.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Further investigation underway.

Event description:
The user facility in china reported while a patient underwent surgery the vitrectomy cutter was not working normally. The cutter was changed immediately. The surgery was completed with no injury to the patient.